Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 29, 2016 that a wallflex biliary rmv stent was implanted in the bile duct approximately fifteen months before (B)(6) 2016 according to the complainant, on (B)(6) 2016, a planned stent removal procedure was attempted but during the procedure the retrieval loop of the stent broke and the stent was unable to be removed. The physician implanted another stent within the first stent to complete the procedure. The physician plans to remove both stents from the patient during another procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.